Event description:
It was reported that pump "battery sometimes will not accept the power source even from the provided charging cord". There was no reported adverse impact to the customer. Tandem technical support attempted to obtain additional information regarding the issue; however, no response was received.